Event description:
It was reported that following an angioplasty and stent procedure, the pt had an angio-seal device deployed. The pt was released the following day. The pt was seen for a f/u visit 2 days post procedure. An abscess was noted in the right goin which was treated with antibiotic therapy.